Event description:
The patient had back surgery on (B)(6) 2011 and stated "they hurt her tailbone" and it might have been cracked or she may have had a spinal fluid leak. The patient was going to see the surgeon on (B)(6) 2011 to have the problem corrected. Four weeks after surgery, the patient fell "down to her knees and flat on her nose." Following the fall, the patient did not feel a stimulation sensation in her vagina. The patient turned her stimulation up, but it caused "pain in her rump" so she turned it back down. The patient had pain in her tailbone even after turning stimulation down. The patient had "bad leakage" at night due to taking pain medication. After following the fall, pain in her lower back began and worsened over days. The patient's pain medication was increased, however, a week later, the pain was so severe that she was admitted to the hospital and had a CT scan. It was determined that the patient had a cracked tailbone and spinal fluid over her tailbone. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).